Event description:
It was reported patient was recently in the hospital this past weekend due to breakthrough seizures. The patient's mother is concerned the battery is low and causing an increase in seizures. When asked if the seizures were related to the vns the physician said he wasn't sure since the patient had missed medication dosage and the device could not be checked at the time. Patient had surgery and the explanted device has not been received for analysis to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Generator was received for analysis. Analysis is underway but has not been completed to date.

Event description:
Product analysis for the generator was completed and approved. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.